Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a stent damaged. The 99% stenosed target lesion was located in the calcified middle right coronary artery (rca). The physician attempted to place a 3.5mm x 20mm promus element stent, but was not able to cross the lesion due to calcification. The physician was pre-dilated the lesion with an unknown balloon catheter; however, was still unable to cross the 3.5mm x 20mm promus element stent. The device was examined and the distal portion of the stent was found damaged. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
The device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).